Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that the pdm was overheating and will not hold a charge.

Manufacturer narrative:
In the case description, the user mentioned that their controller was overheating and the battery would not hold a charge. The controller was returned with the battery depleted. The controller was plugged in and allowed to charge. The controller was not felt to get hot while charging. The controller was able to charge to 100%, turn on, and boot up with no issues. Inspection of the android log files downloaded from the controller found the engineering logs from the date of occurrence to be overwritten due to continued use of the system. Inspection of the available logs found no evidence of the device overheating. The battery temperature information contained in the logs showed that the recorded battery temperature did not exceed the operating temperature specification. No evidence of a thermal event or the controller overheating were observed during the investigation. Inspection of the android log files found that the controller battery was unable to hold a charge for the expected 36 hours. The logs showed that on the last day of use, the controller was charged to 100% at 03:05 and dropped to 34% by 19:21. The controller battery charged dropped 66% in approximately 16 hours, indicating that the controller would only last around 24 hours at this rate of discharge. The exact cause of the battery being unable to hold the charge for 36 hours could not be determined as no abnormalities or evidence of abnormal use was observed in the logs.